Event description:
During follow-up, high capture threshold was observed on the left ventricular (lv) lead. The lv lead was deactivated to resolve the event. The patient was stable and there were no adverse consequences.